Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the pump set up and priming were all done correctly. With the pump set at 40mm we started the case. The patient's knee started to blow up almost immediately. We stopped and got a different pump and switched the tubing cartridge to the second pump. Same thing was happening. Now I just dropped the pump pressure to 15mm and completed the case with no further issues. The extra swelling dissipated over the next few days post-op with no remaining patient issues.